Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv outputs no display (black screen) during testing on the system. Visual inspection showed no issue. Probable root cause is attributed to the defective hrsv.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eyesight of the high resolution stereo viewer (hrsv) in the surgeon side console (ssc) was blank. Technical support engineer (tse) guided the customer to hard power cycle the system. Customer followed and replied the issue had no change. Surgeon was completing the procedure with one eye and field service engineer (fse) will follow up the case. The procedure was completing as planned with no reported injury.